Event description:
The device reportedly gave a connect electrodes message when attached to the patient. A back up device was obtained and treatment was continued. The patient was not resuscitated. The rptr stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability. The facility is attempting to locate the pt record from the reported event.